Manufacturer narrative:
Internal complaint reference: (B)(4). The device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed. The enclosures were damaged. The labels were damaged. There was no visible rust found on the elbow. No accessories were included. A functional evaluation revealed the device failed the weight test. The piston migration was at 1.9 inches. The slender arm was stiff. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during surgery set up, the "spider 2 tenet" had rust on the elbow. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Results of investigation have concluded that this unit failed the weight test and the slender arm was stiff which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.